Manufacturer narrative:
The company service representative replaced the hard drive. The system was tested to factory specifications. It functioned normally and was returned to use.

Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station stopped working. No patient injury was reported.